Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain. It was also noted that the patient can no longer laid back because the ipg site had become quite protruded which caused the patient a worsening pain. The patient underwent an explant procedure. The explanted device was not returned. No further information has been obtained despite good faith effort.